Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Drive support disk was inspected and no anomaly was noted. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
Nurse reported that the customer was hospitalized after going to the emergency room. Nurse reported that the insulin pump was not functioning properly. Blood glucose level was 500 mg/dl at the time of paramedics response. During troubleshooting, nurse reported that the insulin pump's drive support cap was flush. Nurse reported that the customer was taken off of the insulin pump at the hospital. No further information was provided.